Manufacturer narrative:
Manufacturing process review performed by the supplier on 26 july 2019: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. There aren't non conformity elements in the document review.

Event description:
During the primary hip surgery, while drilling holes for the screws with the flexible bayonet drill holder, the bayonet drill bit broke. There was no delay in the case and the surgeon used a spare bayonet drill bit on hand. The instrument was being used in a clockwise direction. The surgery was completed successfully.